Event description:
Consumer reported the tip that rotates broke apart during use.

Manufacturer narrative:
Product was manufactured at one of the following locations. Since consumer has not returned the product; to date we are unable to determine at which location this particular product was made. Contract MFR: (B)(4). Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.